Manufacturer narrative:
Third party service agent evaluated the customer's device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted stryker to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. The device also logged an event code in the device memory that is indicative of a device lockup. There was no patient use associated with the reported event.

Manufacturer narrative:
After replacing the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due to a failed user interface pcb assembly.

Event description:
The third party service agent contacted stryker to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. The device also logged an event code in the device memory that is indicative of a device lockup. There was no patient use associated with the reported event.